Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: meter: 2.2, lab: 3.0, mean: 2.6, confidence limits: 1.7-3.8 in. The time elapsed between tests was not given. The mean of the inratio meter and comparative system inr was calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Products associated to the complaint were not returned. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. Trend analysis not possible since no lot information was provided by customer. No corrective action required as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2009, inratio: 2.2, lab: 3.0. Patient information not provided by customer.